Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The patient¿s blood glucose was 244 mg/dl at the time of the incident. Reportedly, he had an issue with insulin squirting while priming the line. Customer reported insulin squirting out during the prime process. Customer states they were not wearing the pump during priming. Customer had to use four reservoirs and sets to complete troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.